Event description:
It was reported that during an unknown procedure, the device malfunction with no aspiration. Three probes were used during the procedure. Another device was used to complete the case. There were no adverse pt consequences reported.

Manufacturer narrative:
Date sent: 06/30/2008. Information anticipated, but unavailable at this time.